Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The customer reported product problem (blank lcd and missing fluid plug) were confirmed. The blank lcd was the result of a faulty pcb. The problem source this product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the display was blank, and the fluid plug was missing on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.